Event description:
It was reported via a trial that after the implantation of the xact stent in the right internal carotid artery, the patient experienced agitation and confusion that was treated with aricept. The patient's condition is continuing, but improved. The patient was discharged home the following day. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Embolic protection: emboshield nav6 ((B)(4)) there was no reported product deficiency. The reported patient effect of neurological deficit/dysfunction, as listed in the xact instructions for use is a known adverse event. Although a conclusive cause for the reported patient effect and treatment and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, labeling and design.